Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and no failures were detected during functional testing. The internal investigation confirmed the device was working as intended.

Event description:
The member reported an accuracy concern with their teladoc health blood pressure monitor. The member reported that they were experiencing issues regarding comparing monitors. Member support educated the member on proper technique and usage and eliminated external factors. We confirmed that the member's arm is within the cuff circumference of 8.6 - 17.7 inches. The member compared their teladoc blood pressure monitor reading with a manual reading taken at their doctor's office. Both readings were completed back-to-back or within minutes of each other. The manual reading was 110/70, while the teladoc monitor displayed 145/80, reflecting a variance greater than 20 mmhg. Member support placed an order for a replacement device and the member sent back the original device for testing.